Event description:
It was reported there was an error due to hard drive failure. It was also reported the error occurred after the unit had been out in the cold and was brought in. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.